Manufacturer narrative:
Upon investigation of the device it was that there was a component fault of the pressure sensor that caused a buildup of pressure inside the mushroom valve (valve used to connect the cooling circuit to the heater cooler). It was also found the unit would cool but that it was taking a longer time to reach the set temperature.

Event description:
User reported that before a case the device was unable to cool. The user swapped out the device and completed the case without issue. There was no patient harm as a result of this issue.